Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had been increasing stimulation since implant because it was not helping her and the stimulation was uncomfortable. It felt like someone was "grabbing her butt next to her vagina" and she described it as jolting. She was getting no symptom relief and was going to follow-up with her healthcare provider (hcp). The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. It was unknown what was done to intervene, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the consumer reported they used to feel stimulation, but had stopped feeling stimulation in (B)(6) 2016. The patient¿s healthcare provider (hcp) wanted them to increase stimulation, but they had not been able to. Their symptoms had ¿not really¿ been helped by the implant. During the call, it was confirmed that therapy was off. When troubleshooting, the patient had ¿poor communication¿ several times, but was able to successfully turn stimulation back on. Stimulation was felt at 0.85v on program 4. The patient thought they turned stimulation off when they went to the dentist and did not turn it back on. It was noted the hcp also put the patient on medication to see if the combination would work.

Event description:
Additional information received from the patient in response to follow-up reported that the patient had notified their healthcare pr ovider (hcp) of the event and was told to stop fluids 2 hours before sleep. The hcp also reprogrammed the unit.